Event description:
It was reported that the 9900 sys suddenly stopped making x-rays during a case. The sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep was unable to duplicate the problem.